Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Upon closing of a pt after a revision cervical-thoracic fusion, the scrub nurse was looking for the lot number from the rods that were used in the case. On one of the remnant pieces of rod, it was noticed that the word, "sample" was stamped onto one of the rods. Immediately the scrub nurse the attending neurosurgeon, were notified of the situation. The pt was reopened, and the rod was removed. A new vitallium rod was implanted where the old rod had been. Final tightening occurred and the pt was then closed again.